Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 instrument would not staple and would not cut with the original cartridge. A reload was used and worked fine. Another instrument was used to complete the case. There was no consequence to the pt.